Manufacturer narrative:
The customer¿s report of leaking from the connection between the pumping segment and the safety clamp was confirmed. Visual inspection showed that the lower fitment retainer ring was covered with vertical cracks running the entire length of the ring's surface, with one of the cracks having completely separated the ring's material. No crush/ scuff marks or tool marks were observed on the silicone segment or on the lower fitment around the cracked retainer ring. Functional testing was performed; drops of fluid were observed to be leaking at the connection of the silicone segment tubing and lower fitment. The root cause of the cracked retainer ring was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that blood was found inside the pump module after the transfusion was complete. Leaking was noted from the connection between the pumping segment and the safety clamp. There was no patient harm.